Event description:
It was reported that the buttons were not working. Further investigation found that the downstream occlusion (dso) seal was degraded. There was no patient involvement.

Manufacturer narrative:
H6: one device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. It was also found that the dsp seal was degraded. The air detector was replaced for damage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended after repair.